Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex esophageal proximal release covered stent was to be used to treat a 6cm malignant stricture during esophageal stenting procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the stent deployment suture broke, and the stent failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.